Event description:
Report received of a spark. The device was returned to the biomedical engineering department with an unsigned note that stated, "spark came out from the back of the device at the strain relief of the ac power cord." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual examination at the user facility, "flash marks on the rear casing" were reportedly noted. The device was not tested. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.